Event description:
It was reported that a patient had a staph infection in (B)(6), several weeks post-op. It was reported that the patient¿s implantable neurostimulator (ins) was removed and the leads were kept in. It was stated that the staph infection in the buttock area never went away. It was stated that the surgeon then decided to remove the lead ¿several months later¿. It was reported that during the initial implant and post-op all equipment had been functioning properly and impedances were normal. It was reported that a culture was taken that confirmed staph. It was reported that antibiotics were administered. It was reported that product was not returned, customer discarded. It was reported that the explanted devices were not replaced. It was reported that the patient status was alive with no injury at the time of this report.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).